Manufacturer narrative:
The complaint of infection cannot be confirmed via laboratory testing. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
The patient had a system for off-label use. It was reported the patient experienced soreness and had yellow discharge at the ipg site due to a suspected infection. In turn, the doctor cleaned out the ipg pocket and moved the ipg to a new location on (B)(6) 2015. Cultures were taken but the results are unknown. Follow-up revealed the suspected infection did not clear. As a result, the patient's scs system was explanted on (B)(6) 2015.